Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient came to the clinic due to loss of stimulation therapy from the scs system. Upon evaluation of the patient's scs system, the impedance measured were high. Consequently, the patient's scs lead was successfully replaced with a new one and the stimulation therapy was restored.